Event description:
After less than 24 hrs of iab therapy,a balloon leak was noted. The iab was removed and replaced. No patient injury or further complications occurred as a result of this incident. No further details are available.